Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, patient underwent an intestinal anastomosis to treat an ascending colon tumor, using a stapler. One week post-op the patient was re-hospitalized with peritonitis. The patient was taken to surgery again to wash the intestine, finding dehiscence of the staples in the anastomosis. The patient had loss of tissue due to the failed anastomosis.